Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) on the home choice (hc). The technical service representative (tsr) explained the alarm and then instructed the home patient (hp) to cycle the power off/on twice to clear the alarms. Per follow up on (B)(6) 2011, the caregiver (cg) reported that the home patient (hp) did not have an alarm on (B)(6) 2011 and they did not call baxter. The cg stated the hp was doing fine with therapy on the cycler. No sample available. No further information was given.

Manufacturer narrative:
(B)(4).the sample is not available. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.